Event description:
It was reported that during the initial implant procedure, intermittent pacing was noted on the right atrial (ra) lead. The physician suspected lead damage on the ra lead, however, lead damage was not visually observed. The ra lead was explanted and replaced to resolve the event. The patient was instable condition.